Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, an insulation abrasion was seen on the right ventricular lead. The lead was capped and replaced. No patient symptoms were reported.